Event description:
It was reported that the caller did not observe drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.